Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: e2dr01aa ipg, implanted: (B)(6) 2006, 407652 lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that during the generator change out procedure the device did not pace after the lead was inserted into the header. The physician attempted to re-insert the lead into header multiple times and deploy set screw, yet it would not pace. Lead testing was done via programmer and the lead tested appropriately, therefore the device was not used and a new device was implanted instead. It was noted that the patient was temporarily intermittently paced while the physician was trouble shooting the device issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.